Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6)2023. The pediatric patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the abdomen. After the insertion around 3 am, the cgm was not providing values and the device displaying sensor failure before completing an initial warm-up. The patient´s parent removed the sensor and realized that there was no sensor wire attached to the sensor. The patient was taken to the hospital, and they performed an x-ray that confirmed that the detached wire remained in the patient´s body. There the sensor wire was removed from the patient´s body. There was no documentation of any treatment provided. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is detached from sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation. Additionally, transmitter with serial number (B)(6) was returned for evaluation. The product analysis for the transmitter is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).